Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer's blood glucose level was 400 mg/dl with ketones. Reportedly, the contact stated that the customer was sick and that it is causing the high blood glucose. The contact stated that to address the blood glucose level was using an hcp recommended method of adjusting basal and correction factors. The contact was able to successfully load a cartridge during troubleshooting with tandem technical support.